Manufacturer narrative:
Correction: h6 medical device problem code from 4032 to 4019.

Manufacturer narrative:
Field service was on site and completed preventive maintenance check. The power cable and uic connections, were checked and the reported problem could not be duplicated. The device history was reviewed and found to meet manufacturing specification. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates.

Event description:
The user facility reported the system shut down and then restarted during surgery. The system was rebooted and has been running normally since then. Additional information was received reporting the system shut down three times during surgery. There was a 10 minute delay in the surgery but no impact to the patient.